Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 353 mg/dl and a correction bolus was delivered to address the bg level. During troubleshooting with tandem technical support, the customer indicated that the insulin exiting from the cartridge appeared to have a gel like consistency. The customer indicated that the cartridge and infusion set would be changed.